Event description:
It was reported to philips that the system's footswitch was unable to perform fluoroscopy. The user performed soft and hard reboot, but the issue persisted. The patient was moved to another room to continue the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.